Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his ambicor penile prosthesis (app). The app was explanted and a new device was implanted. The patient is doing fine today. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.